Manufacturer narrative:
(B)(4). Date sent 8/26/2025. D4 batch # unk. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please confirm whether the damaged packaging was found at the receipt at the facility or during the opening of the device? No further information regarding the package. 2. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Hospital indicated that packaging seal was broken. 3. Or was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? No. 4. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Primary packaging. 5. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Packaging was worn. 6. Was sterility compromised as a result of the packaging damage? Yes. 7. Please provide a picture (if available) hospital has discard. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the packaging damaged during delivery (package broken). There were no patient consequences.